Event description:
The customer reported that the system's left monitor went black. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the imaging boards and checked the monitor connectors. The system was tested and found to be working as intended and put back in service.